Event description:
It was reported that the lie distance of the bd intima-ii¿ closed IV catheter system needle was found to be incorrect during use, and a film was seen covering the needle. The following information was provided by the initial reporter: "they found that the needle of the indwelling needle was covered with film, and the sharp part of the needle did not meet the exposure standard. In the picture uploaded, the position he pointed with the tip of the ballpoint pen is the exposed position of the needle, which is obviously not enough, so reported an adverse event. One case has been found so far".

Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 2199787. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.